Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow up information received that the patient underwent surgical intervention in which the patient had two leads explanted and replaced.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-21391. It was reported that the patient experienced lead migration. The patient may undergo surgical intervention at a later date. Note: it is unknown which lead migrated, therefore both leads are being reported on.